Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked an unspecified drug. This occurred during storage of the device. The origin of the leak is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): device lot was manufactured from december 22, 2014 to december 23, 2014.the device was received for evaluation. A visual inspection was performed with no issues noted. A functional testing was performed and there we no signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.